Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is experiencing discomfort and tingling at the ipg site. The issue is said to occur when recharging or communicating with the ipg but is more pronounced during the latter. An appointment with the physician has been scheduled for further assessment.